Event description:
The customer reported that while running a hepatitis core assay, using summit sample handler, did not aspirate or dispense positive control in well position a6 and did not aspirate or dispense reagent in well position d1 and no error message was given. A field service engineer was dispatched and could not duplicate the problem. Fse replaced plunger clamps, lld springs and tip clamp sleeves. No death or serious injury was associated with this event.